Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A company representative reported to a technician, a secondary energy error too high message during laser treatment at eight percent of completion. An energy check was run and the procedure was completed without further issues or patient impact. This was noted during logfile review while onsite to service the laser.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) replaced the e4 sensor and e4 beam splitter and successfully completed system verification to specification. The root cause could not be identified conclusively. (B)(4).